Event description:
A malfunction alarm known as "malf 9" was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes should appear.